Event description:
Explantation of damaged and displaced ventricular pacemaker lead. The lead was found to be coiled on top of the pulse generator - insulation had broken. Successful implantation of new ventricular lead. Lead was given to medtronic rep.